Event description:
It was reported that a health care professional experienced a connection issue between a transfer set and covidien adapter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing, including leak testing, clear passage testing, clamp function testing, and integrity of seal surface test, were performed with no issues noted. The reported issue was not verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.